Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent, a suprarenal extension and an infrarenal extension. During this procedure an intraoperative 1a endoleak was discovered and was unable to be resolved. It was reported that the patient tolerated the procedure well. The patient is currently being monitored and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of an unresolved type la endoleak at implant. Clinical was able to find substantial evidence to support the additional following events of mechanical occlusion of the bilateral iliac (post implant day 1) and embolic infarct of the small bowel requirong multiple surgeries (post implant day 2). The most likely cause of the proximal loss of seal at the implant procedure was the off-label neck anatomy. Notably, the leak was left untreated and the patient will be on surveillance. The procedure related harms included embolic infarct of the small bowel, mechanical occlusions of the bilateral iliac, ischemia of the lower extremities and multiple surgeries. The patient was discharged home on the 29th day post-operative in a stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.